Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system. The closure device was deployed in an optimal position and release criteria were evaluated. The patient became hemodynamically unstable, and a transthoracic echocardiogram (tte) revealed a pericardial effusion with tamponade compressing the right ventricle with associated cardiac perforation. A pericardiocentesis was performed and 1300ml of fluid was drained. The patient continued to decompensate, and cardiopulmonary resuscitation was initiated. A second pericardiocentesis was performed and an additional 500ml of fluid was drained. The patient experienced ventricular fibrillation and was defibrillated after which the patient expired. The patient is deceased with an official cause of death of pericardial tamponade.